Event description:
During a demonstration of the microlet2 lancing device, a bayer sales representative in (B)(4) received an accidental needlestick from a used lancet. No other information was provided about the incident. The lancing device is to be returned for evaluation. A new device was sent to the sale representative.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510 (k) cleared.